Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had disc full and was offline during procedure. A field service engineer re-imaged the hard drive rather than attempting to delete individual files. After completing the re-image, fse was able to assign the computer and successfully synchronize it to the server. Testing was performed and verified proper operation. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis said disc full. It kept repeating this message. It happened mid case. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.